Manufacturer narrative:
The other two lot numbers involved are 1370695 and 1332710. Results evaluation codes (other): a complete investigation into this event was not possible as the user facility did not return the event samples. A review of manufacturing records did not reveal any issues that would impact this report. A review of our complaints database reveals no similar reports of temporary paralysis while using this device. The hospital did return three unopened samples. They were examined and no out of specification parameters were observed. We could not determine a definitive root cause to this incident due to the lack of a complaint sample. However, the evidence suggests that this fault was not caused by the device; this type of incident is a known but rare complication of epidural anesthesia. This report has been logged for trending.

Event description:
Hospital reported experiencing difficulty threading the epidural catheter through the touhy needle - not reproducible in invitro. The epidural requiring resiting three times. The pt developed a headache two hours after the procedure, and became temporarily quadriplegic. The pt was admitted immediately to intensive care with temporary quadriplegia. The hospital stay was extended by at least seven days, she was in ICU. The pt has subsequently made a full recovery.